Event description:
On approx. 5-13-97 it was noted that some of the stored bone marrow product in a liquid nitrogen freezer had leaked. This was noted at the time a new freezer had been received and the product was being transferred from the old freezer to the new one.